Manufacturer narrative:
We have checked the retained samples as soon as below complaint was received, and no abnormal was found. This can be found in cmp-21 in qualio.

Event description:
The following is a legacy complaint that was investigated and closed in 2020 but is being re-opened in qualio because the incident should have originally been a reportable event. Reference CAPA-34 for explanation. While using the brand of needle syringe combo- multiple patients experiencing phelbitisin-flamation of injection spot. Then noticed while drawing different injections, black particles from the rubber stopper in syringe floating in solution.